Event description:
Additional information was received from the patient stating that they were told they'd probably have to call back to reset periodically regarding the 90% lag. Additionally, in regard to the other issue with the clock, they stated it was their understanding that the boluses were based on a midnight-to-midnight window. Since their first refill and since the time change from daylight savings to cst time (on (B)(6) 2025) anytime they would try to give themselves a bolus after 11:00 pm it would display it "no bolus delivered" but the number of boluses remaining was displaying as "5 remaining", which told it accounted for the bolus for the next day. They had messaged their healthcare provider (hcp) to discuss options to fix.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer stating that the refill date has been remedied. The 90% lag on giving a bolus is an issue they are working on for an update. However, when I spoke today with your patient technical assistance line they gave me the information and directions how to reset the app to clear out the cache to make the patient therapy manager run much faster.

Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for spinal pain indications. It was reported that the reason for the call was the patient stated that they were in the office on thursday (on (B)(6) 2025) for his first refill since implant and the next day they looked at the pump therapy details and the refill date was off. The patient stated that it should be on (B)(6) 2025. The agent walked the patient through resyncing the handset. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient also mentioned they would get stuck at 90% lag. The agent walked them through clearing out the data.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.